Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a stent damage occurred. The 90% stenosed target lesion being treated was located in the severely calcified and tortuous 1st diagonal of the left anterior descending (lad). The lesion was predilated with a quantum maverick balloon, but the 2.50x28mm taxus liberte stent was unable to cross the lesion. After the stent was removed outside of the patient, the physician confirmed that the stent edge was lifted up. The lesion was again dilated with the quantum maverick balloon and the physician successfully completed the procedure with another of the same device. No patient injuries or complications were reported. Patient conditions listed as "no problem."

Manufacturer narrative:
(B)(6). (B)(4).